Event description:
Initial reporter stated that the cutter was sticking (cutter not cutting) during a vitrectomy procedure. Changed cutter three times. Surgery was delayed a few minutes. No adverse effect on the pt.